Event description:
Additional information received from the rep reported that that he lost weight and he thinks the ins feels more shallow and the antenna was replaced to help with charging, nothing has been done with ins.

Manufacturer narrative:
Continuation of d11: product ID 37751 lot# serial# unknown implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins). Manufacturer representative reported there was an overheating message on the recharger (insr) about 30 minutes into most of their charging sessions (about 4 out of last 7 sessions). Patient reported they felt noticeable warmth at skin and deeper below skin after charging a while. The patient had not changed their charging method though their ins position had moved somewhat so that their ins is more shallow than before. The patient typically gets 6 to 8 bars while charging and they tend to stay upright while charging their ins. They charge daily for about 1-1.5 hours at a time. There was no trauma associated with the movement of the ins. Patient reported the issues with heating during charging began about 3 months ago when they noticed the ins position was becoming more shallow. No further complications reported/anticipated.